Event description:
An infection started 3 weeks after implantation. According to the device explantation form there was a (B)(6) infection which caused skin breakdown, namely the user developed an (B)(6) infection post-operatively. This was located along the incision line; there was a small portion of postauricular incision that was open but skin overlying the device was intact. The recipient was explanted and will be re-implanted at a later date.